Event description:
It was reported that the mother of the patient stated that electrode problems were detected during a routine appointment carried out by a clinic in another country, in 2007. This information was sent to med-el vienna for analysis in 2005. It was not possible to make a decision concerning the status of the device until further testing was carried out. Due to loss of time caused by the application for a visa, further testing was finally carried two months later, by med-el vienna, during which it was confirmed that there was a problem with the electrodes. Only 3 of the electrode channels showed status ok while 9 channels had high impedances. The mother of the patient reported on the same day, that the patient has no longer had access to sound on the left side, (he is bilaterally implanted), two months prior. The patient was re-implanted two days later.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.